Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs; inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows; reservoirs filled with diluent, and connected to a new infusion set, installed reservoir and connector into pump. Performed pump manual prime; visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.

Event description:
Customer reported via phone call to have received no delivery alarms. Customer's blood glucose was 600 mg/dl and 254 mg/dl. Customer was advised to change set as soon as possible. Customer was not able to troubleshoot, therefore, cause of occlusion was not determined.